Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the right ventricular lead integrity alert was triggered, and there was the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that there were high voltage shocks delivered resulting from a fracture of the patient's right ventricular (rv) lead as evidenced by a lead integrity alert (lia) from noise oversensing, elevated sensing integrity counter (sic), and high rv lead impedance. The rv lead function was programmed off pending further evaluation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.